Manufacturer narrative:
The article 'clinical and computed tomographic evaluation of safety and efficacy of facet screw fixation in the subaxial cervical spine' in the journal of spinal disorders and techniques, volume 27 (136-143) 2014, was reviewed. Visual, dimensional, material and functional analysis could not be performed as no devices were returned. Device and complaint history records could not be reviewed as a valid lot number was not provided and could not be obtained. The patient who was implanted with oasys implants experienced a loose screw at right c4/5 two years after the surgery. Revision surgery was not performed in this case as the patient remained asymptomatic. Despite a minimal clear zone around a single screw, bone fusion was assumed to have been obtained because mobility on flexion-extension x-rays was not seen at the final follow-up. The oasys surgical technique indicates: "while the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials, which are placed within the body for the potential fusion of the spine. The surgeon must warn the patient that the device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future. If the patient is involved in an occupation or activity which applies inordinate stress upon the implant (e.g., substantial walking, running, lifting, or muscle strain) the surgeon must advise the patient that resultant forces can cause failure of the device". The root cause of the reported event may be related to post-op activity level and/or fatigue fracture. However without device evaluation the cause cannot be determined conclusively. The patient fused, therefore, the device performed intended purpose.

Event description:
This record captures a review of literature article 'clinical and computed tomographic evaluation of safety and efficacy of facet screw fixation in the subaxial cervical spine' from the journal of spinal disorders and techniques (j spinal discord tech 2014;27:136¿143). The purpose of this study was to compare the clinical safety and efficacy of sagittal plane screw placement and the authors¿ technique by determining the anatomic location of the screws and screw loosening using computed tomographic (CT) images; clinical complications were also assessed. From 2003 to 2007, a total of 18 patients in the authors¿ hospitals underwent posterior stabilization using facet screws for various cervical spinal disorders. Follow-up periods ranged from 27 to 62 months with a mean of 46 months. Fourteen patients were implanted with oasys screws. It was reported that following CT images taken two years after initial surgery, patient 8 had a loose screw at right c4/5. Revision surgery was not performed in this case as the patient remained asymptomatic. In accordance with FDA guidance issued 08 november 2016, because limited information is available about each reportable event, an individual MDR is being submitted for each device identified by distinct generic names (screw, rod, cage, etc.) And each event type (death, serious injury, malfunction). One report is being filed to capture the malfunction involving the loose oasys screw.

Manufacturer narrative:
'Clinical and computed tomographic evaluation of safety and efficacy of facet screw fixation in the subaxial cervical spine' in the journal of spinal disorders, volume 27 (9) 2014, was reviewed. Remains implanted.

Event description:
This record captures a review of literature article 'clinical and computed tomographic evaluation of safety and efficacy of facet screw fixation in the subaxial cervical spine' from the journal of spinal disorders and techniques (j spinal disord tech 2014;27:136¿143). The purpose of this study was to compare the clinical safety and efficacy of sagittal plane screw placement and the authors¿ technique by determining the anatomic location of the screws and screw loosening using computed tomographic (CT) images; clinical complications were also assessed. From 2003 to 2007, a total of 18 patients in the authors¿ hospitals underwent posterior stabilization using facet screws for various cervical spinal disorders. Follow-up periods ranged from 27 to 62 months with a mean of 46 months. Fourteen patients were implanted with oasys screws. It was reported that following CT images taken two years after initial surgery, patient 8 had a loose screw at right c4/5. Revision surgery was not performed in this case as the patient remained asymptomatic. In accordance with FDA guidance issued 08 november 2016, because limited information is available about each reportable event, an individual MDR is being submitted for each device identified by distinct generic names (screw, rod, cage, etc.) And each event type (death, serious injury, malfunction). One report is being filed to capture the malfunction involving the loose oasys screw.